Manufacturer narrative:
A patient death occurred on (B)(6) 2017 involving the patient in bed (B)(6). The customer contacted the customer care solutions center at which time a request was made for onsite evaluation of central monitor. A field service engineer (fse) went onsite and tested the central station finding all operating to specification, with alarms announcing visually and audibly during simulated alarm events. Logs and strips were provided which demonstrate yellow and red alarms for the patient between 14:16 and 14:23 which were silenced at the central station. A asystole red alarm continued to alarm every 3 minutes as configured for an extended period after the silencing at the central station at 14:23 until 14:48 with no user interaction. The customer has indicated that staff may not have heard the alarms or may have alleged alarms did not occur. A review of logs, strips and post incident testing of the involved products found no data to support any device malfunction. The device remains at the customer site.

Event description:
The customer contacted philips after the death of a patient occurring on (B)(6) 2017 at approximately 14:00 hour. The customer also requested data log information on silencing alarm activity.